Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the unit was leaking helium rapidly. Fse performed helium leak test to troubleshoot and found the leak to be in the helium line connections to the high pressure regulator. Fse removed the connections and added vacuum grease and re-tighten these connections. Fse performed a helium leak test and unit passed with 8psi under 5 minutes. Fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium rapidly.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a